Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient was having a non functional ipg. It was also noted that the patient had a non-device related surgery that may have caused damage to the spinal cord stimulator (scs). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned. Per the physicians implant manual electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.